Manufacturer narrative:
An event of aortic regurgitation, "while removing the pigtail catheter from the lv the catheter got stuck at the tavi and the valve popped up", and right coronary artery obstruction was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the navitor tavi valve instructions for use, artmt600148225 version 1.4 "post-implantation precaution: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported on (B)(6) 2021 a 29mm navitor tavi valve was selected for implant. The valve was implanted straight forward, anchored at 3mm depth with mild aortic regurgitation (ar). In order to reduce the ar a post bvp was performed with a 25mm non-abbott balloon without changing the tavi position it was successful in reducing the ar from mild to trace. The physician's continued with gradient measurement post tavi by replacing the safari wire placed in the left ventricle (lv) to a pigtail catheter. Post gradient was 0mmhg however, while removing the pigtail catheter from the lv the catheter got stuck at the tavi and the valve popped up. The valve was located directly in front of ostium of right coronary artery and obstructed the right coronary artery. The patient became hemodynamically unstable and reanimation of the patient was started. While reanimation the physician started to attempt to snare the valve into aorta ascendens and second 29mm navitor tavi valve was deployed into the patient and crossed the first valve and native aortic valve without any problems. It was positioned correctly at 3mm below the aortic annulus. With the second navitor valve in place, reanimation was paused and the physician finally snared the first navitor valve into aorta ascendens and implanted the second navitor valve successfully at 1-2mm with no ar and a post gradient of 5mmhg. After a few seconds of the second valve being implanted the patient stabilized hemodynamically and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.